Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was not duplicated. No issue was found with the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "upstream occlusion." There was no patient involvement.